Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced cannula issue on (B)(6)2026 as cannula was found bent which was in use for two days. The insertion site was abdomen. The blood glucose level was high (340 mg/dl) and was treated with insulin pump. No further information available.